Event description:
During a uninary organ procedure, clip dropped off from 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. (510(k)#k864102)